Manufacturer narrative:
The replacement of the processor pca will eliminate the lockup.

Event description:
It was reported to philips that the philips field service engineer (fse) was downloading software into the device when a hospital employee turned off the device. The software download was incomplete. The device froze and would not allow the software to download. There was no reported patient involvement.